Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this endotracheal tube exhibited a cuff leak while in use with a patient. The tube was removed from the patient and then submerged in water to check the cuff, but no anomaly was observed leading the customer to believe the leak was coming from the one-way valve. No additional adverse patient effects were reported.

Manufacturer narrative:
One portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was received in used condition and without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No visual discrepancies were detected. The returned sample was inflated using a syringe and was submerged in water in order to detect any leakage. A leak was detected between the valve and the pilot balloon.